Manufacturer narrative:
The device was not returned for evaluation. The clinical/medical investigation concluded that, although the pico dressing is latex-free, the allergic reaction observed may have been triggered by other components of the dressing or materials used during surgery, such as adhesives, antiseptics, medications, or non-latex substances. The report indicates that, after a significant delay, treatment resumed using an equivalent s+n backup dressing without further complications. An image of the patient¿s post-operative knee confirms a localized allergic reaction. Device batch number was not provided, thus, an evaluation of the manufacturing records could not be performed. No similar events were found in the complaint history, therefore this would suggest it is an isolated event. A historical review concluded that there have been no previous escalated actions for the part number and failure modes reported. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A review of the document for pico 14 provides comprehensive guidelines covering indications, contraindications, warnings, and precautions. It specifies that if any pain, redness, sensitization, or sudden changes in the volume or color of the wound fluid occur during use, the patient should immediately contact their healthcare professional. When pico dressings are applied to patients with fragile skin, it is recommended to use a skin protectant on the areas where fixation strips will be placed to minimize skin damage. Additionally, in the event of a leak, the user should smooth down the dressing and strips to eliminate any creases. The orange button on the pump should be pressed to restart it. If the air leak persists, the orange ¿leak¿ indicator will flash again after approximately 100 seconds. It is important to ensure that the tube connectors are securely twisted together to prevent leaks. The root cause of the reported events could not be determined, all potential contributory factors for the adverse event have been considered in the clinical investigation. A potential contributory factor for the reported leak includes that the dressing application or tube connector were not properly connected. Also, the dressing could have loosen or migrated during therapy. Please refer to the instructions for use for precautions and warnings related to the use of the product. At this time, we have no reason to suspect that the product failed to meet the product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated.

Manufacturer narrative:
H11: h2: additional information in a1, a2, a3, a4, b5, and b7.

Event description:
It was reported that during treatment, there was a leak on the pico 14 10x30cm ctn1, clinical nurse changed the dressing using sterile non-touch technique, the application of the dressing was perfect. It took approximately 2 hours while the patient remained in recovery. 7 days later the patient presented at the surgeon¿s rooms with itching and upon taking down the dressing, it was observed that the patient experienced an allergic reaction. Patient was treated with reflex and qv intensive moisturising cream. The treatment was resumed, after a significant delay, using an equivalent s+n back-up. No further complications were reported.

Manufacturer narrative:
H11: internal complaint reference: case-(B)(4). H3, h6: this complaint was opened by smith+nephew to document a patient complication related to a product problem with a smith+nephew device. The reported issue(s) relate to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that during treatment, there was a leak on the pico 14 10x30cm ctn1, clinical nurse changed the dressing using sterile non-touch technique, the application of the dressing was perfect. It took approximately 2 hours while the patient remained in recovery. 7 days later the patient presented at the surgeon¿s rooms with itching and upon taking down the dressing, it was observed that the patient experienced an allergic reaction. The treatment was resumed, after a significant delay, using an equivalent s+n back-up. No further complications were reported.